Event description:
The customer stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 504 mg/dl. The customer stated that on the night prior to the event, he bumped the infusion site. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer stated that insulin was streaming out during the manual prime. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.